Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the one architect analyzer is generating falsely elevated troponin results on one patient. Results provided from (B)(6) 2014 on serial number (B)(4) = 0.025/ second tube = 0.044 on sn (B)(4). Customer's normal range is 0.0 - 0.026ng/ml. The customer repeated the assay on sn (B)(4) and results = 1st tube 0.029; 2nd tube = 0.054ng/ml. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a review for similar complaints, a review of service records, and a review of labeling. The complaint text indicates a false positive stat troponin-I result was generated for a single patient on the architect i2000sr (serial number (B)(4)). A review of labeling determined that there is adequate information related to handling specimens and consumables, required maintenance, and troubleshooting to address the customer's issue. A review of the service history for sn (B)(4) did not identify further reports of erratic or discrepant patient results. A review of complaints for the probe (list number 08c94-42) and valve, manifold kit (part number 7-77612-02) did not identify any issues. A review of complaints for false positive troponin results did not identify any issues. Field service performed troubleshooting that included replacing the probe (part number 08c94-42) and the original valve, manifold kit (part number 7-77612-02) which was replaced with the improved valve, manifold kit (part number 7-77612-03). Based on the investigation there is no indication of a deficiency of the architect i2000sr nor is there sufficient information to reasonably suggest a malfunction occurred.